Manufacturer narrative:
The system was examined and both the reported events were replicated. The lamp and touchscreen were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 24, 2012. Based on qa assessment, the product met specifications at the time of release. For the reported event of the touchscreen being misaligned, the root cause of the reported event can be attributed to a nonconforming touchscreen. An internal investigation was opened to address the issue with the touchscreen. For the reported event of the lamp needing to be replaced, the lamp was near the end of its rated life. Therefore it can be concluded the lamp was not nonconforming. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported experiencing misalignment of the touch screen and the lamp needed to be replaced before a procedure. Additional information has been requested.